Event description:
Underwent emergent redo aortic valve replacement for malfunction. 1996 underwent CABG x2 and aortic valve replacement at another institution. The or report indicated that the aortic valve malfunction was due to subvalvular pannus formation. Pt expired 3/2/97.